Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient felt he wasn¿t getting adequate pain relief. A dye study was performed and the hcp felt the catheter was operating normally. It was also reported that the patient felt he was allergic to pump metals. The hcp was placing a mesh pouch over the pump to reduce periodic redness and inflammation at the pump site. It was also noted the patient experienced pain. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine with a concentration of ¿25 mg¿ and a dose of ¿3.09 mg¿ with a history of intrathecal pump for chronic back pain and radiculitis. The patient¿s pain control had not been as good recently. A dermatologist had seen the patient and recommended placing the pump within a pouch. On (B)(6) 2013, the patient underwent an intrathecal dye study, intrathecal pump repositioning with placement in a pouch, and reprogramming of the pump. There were no complications. The postoperative diagnosis was ¿foreign body reaction, status post-intrathecal pain pump for chronic pain.¿ during surgical exploration, it was noted that there was excessive coiling of the catheter, and it was stuck within the soft tissue. This was all dissected free. The hcp went ahead and did a dye study through the side port. Cerebrospinal fluid (csf) was aspirated easily. They injected 3cc of dye and saw good extravasation within the intrathecal space and around the midthoracic area with good spread. It was felt that the pump was functioning well. The hcp dissected the long catheter out and disconnected it from the pump. Because of the excessive length of the catheter, a new catheter was then hooked up using the sutureless system and connected to the pump. The pump was then placed inside a pouch which stretched from the bottom side to the hub. A second pouch was placed from the top and secured to the other pouch. The only part sticking out was the catheter coming from the connection. The hcp was able to get the pump to sit loosely in the pocket in a nice position without any part of the metal showing. The pump was then programmed to deliver a previous dose with excess programming to fill up the empty catheter. This was done by telemetry. The patient tolerated the procedure with no complications. Following the revision, the patient had developed some redness and swelling around the pump. The hcp did a subcutaneous tap to check the fluid. The fluid was sent for routine study. The patient tolerated the procedure with no complications.

Event description:
Additional information was received from a healthcare provider on 2017-jan-09. It was stated ¿unknown¿ in response to clarify the excessive coiling of the catheter and if there was an issue. The cause of the coiled catheter was unknown. Operative reports contained no new information.